Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient's rechargeable battery was discharging quicker than they expected (charged to 100% last night and the next morning was down to 50%, and had a return of symptoms. The therapy settings were not recently changed and the patient did not experience any fall/trauma or any other accident. They didn't see any error codes on their programmer either. The patient was not at the clinic so they couldn't' measure impedances, but the discharge was normally not that fast. There was no information on how frequent they used their battery.

Event description:
Additional information was received reporting that the cause was unknown. The patient has an appointment on jun-25th for troubleshooting.

Manufacturer narrative:
D6a. The implanted date is an estimated date (month/year valid). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.